Manufacturer narrative:
Following submission of 3005031160-2019-00064, the complainant provided additional information regarding the reportable event, including that two devices were explanted during the revision surgery. This MDR is to account for the second device that was explanted. The initial complaint reported that a patient was scheduled to undergo a revision surgery due to pain from a previous sacroiliac joint fusion procedure. The complainant reported that the original procedure was completed without complication on (B)(6) 2019. The implants were not loose, and good fusion had been achieved. The revision was performed on (B)(6) 2019 because the patient still had pain but responded positively to infiltration. The following mdrs are associated with this event. 3005031160-2019-00064; 3005031160-2019-00064-001. A DHR review could not be performed because the complainant was unable to provide lot numbers. Visual and functionality assessments could not be performed due to the explanted devices being discarded at the surgical facility. The IFU potential complications and adverse side effects section lists, "scar formation possibly causing neurological compromise or compression around nerves and/or pain." As a possible complication associated with this procedure.

Event description:
Following submission of 3005031160-2019-00064, the complainant provided additional information regarding the reportable event, including that two devices were explanted during the revision surgery. This MDR is to account for the second device that was explanted. The initial complaint reported that a patient was scheduled to undergo a revision surgery due to pain from a previous sacroiliac joint fusion procedure. The complainant reported that the original procedure was completed without complication on (B)(6) 2019. The implants were not loose, and good fusion had been achieved. The revision was performed on (B)(6) 2019 because the patient still had pain but responded positively to infiltration. The following mdrs are associated with this event. 3005031160-2019-00064; 3005031160-2019-00064-001.